Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2011 due an incident of hyperglycemia. Per the report the pt changed his infusion the evening of (B)(6). The next morning he awoke and his blood glucose >500 mg/dl. He attempted correction via the pump to no avail. He did not attempt to bolus via sub-q injection nor did he change his infusion set. He was brought to the ER. He was admitted and treated with insulin and IV fluids. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.